Event description:
It was reported that the large volume pump was infusing slower than expected. The pump was programmed to infuse penicillin over 24 hours at a rate of 21 ml/hr, but after 24 hours there was still a lot of volume remaining to be infused. There was no patient harm.

Manufacturer narrative:
The customer¿s reported complaint of the pump module infusing slower than expected was not reproduced. Testing shows the device is infusing properly. Inspection: it was reported that the large volume pump was infusing slower than expected. The pump was programmed to infuse penicillin over 24 hours at a rate of 21 ml/hr, but after 24 hours there was still a lot of volume remaining to be infused. Pump module was received with the instrument seal intact. Door hinges are intact and functional. Platen, posts/hinge, pins/springs buttons are all intact and not interfering with door operation. Door latch/sear and pivot latch screw is installed and not interfering with door operation. The right (male) iui was observed to be in good condition. The left (female) iui was observed to be in good condition. All parts inspected components were observed to be bd manufactured parts. An external and internal inspection of the customer¿s pump module exhibited the following: the bezel assembly date code was noted as december 2019. No contamination was observed on the mechanism assembly. Overall, the internal components and cable connections were observed in good condition. No other obvious issues or anomalies were identified with the source device during the internal inspection. Test results: results from a timed rate accuracy test using the timed rate accuracy test method (dir (B)(4)) demonstrated the source device successfully passing. Test results measured the actual rate at 20.74ml/h (-1.22% error). The specification for this test is +/- 5% error, per the system requirements document (dir (B)(4)) v19 srd 334; indicating the device is in specification. Test method information: testing was performed per the timed rate accuracy test method 1503-001-006, dir# (B)(4). The root cause of the customer report of the pump module was infusing slower than expected was not determined. Customer¿s returned source device was confirmed operating within specification based on the test results. Device history review: a review of the device history record showed the device had a manufacture date of 19jun2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for pump module s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Patient diagnosis: spinal cord injury.

Event description:
It was reported that the large volume pump was infusing slower than expected. The pump was programmed to infuse penicillin over 24 hours at a rate of 21 ml/hr, but after 24 hours there was still a lot of volume remaining to be infused. There was no patient harm.